Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer's blood glucose was 202 mg/dl after a fingerstick. The customer stated that "meter bg now" message kept appearing. The customer was advised that the sensor status screen had updated after the calibration. The product was not returned for analysis.